Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was performed. The image of the harmonic ace instrument was super zoomed out and it gets pixelated when zoomed in on the blade to check for damage. The issue cannot be confirmed without the return of the device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be identified. The front end was whole. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have one blade broken at the base. A piece approximately 0.456" x 0.084" was found to be broken off and the broken piece was returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. In addition, the following information was obtained: the instrument was inspected prior to use, and no damage was found. The customer indicated that a fragment from the instrument fell into the patient and was retrieved during same procedure. No x-ray was performed to check for the remaining fragment. The instrument did not collide with any other instruments or other hard material during the surgical procedure.

Event description:
Refer to h10/h11 for follow-up information.